Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that the sensor cannula broke off. The customer reported that they received sensor error alarm and change sensor alarm. The customer's blood glucose was 177 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications.